Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a pulse generator implant procedure. During the procedure, the implantable cardioverter defibrillator exhibited infrequent t-wave oversensing. Programming recommendations were made for potential device reprogramming in the event the oversensing becomes a clinical issue. The patient experienced no complications associated with the infrequent t-wave oversensing. The implant procedure was completed successfully without adverse consequences to the patient.